Manufacturer narrative:
(B)(4): information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Additional information requested: was the device locked on tissue with the jaws closed? If yes, how was the device removed? If yes, did the jaws eventually open? What color cartridge was being used? How was the procedure completed?

Event description:
It was reported that during a laparoscopic bariatric procedure, the device was locked in the opening after the stapling. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and has been revised to not reportable. Additional information received: the device locked at the end of stapling, it was took off and the red bottom was activated to open the jaw. At the moment of locking the load was blue. The procedure was finalized with the same device because when it locked the doctor activated the red bottom and the device restart working. Also, the device always locked at the end of stapling.